Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.,. Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -5.0 diopter, into the patient's right eye (od) on (B)(6) 2018. The surgeon notes "still partly high vault" and "high vault but better than preop". Reference MFR#: 2023826-2018-00654 for previous lens exchange. Attempts to obtain patient's current status have not been successful.